Manufacturer narrative:
Although attempts have been made to gather additional information, at the time of this reporting, no clarification has been received. At this time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported issue with the smi-02ap, spectrum autopass suture passer, serial # (B)(4) that occurred (B)(6) 2020 during a rotator cuff repair at the (B)(6). It was reported only "the jaw is broken". It is indicated that there was no impact or injury to the patient and the procedure was successfully completed by using an alternate device. Although requested, no other information or clarification has been made available at this time. This report is being raised on the basis of previous filings as a malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
At time of filing, although originally expected, the reported device has not been returned to conmed for evaluation and its location is unknown. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and the complaint is inconclusive. Should the device be returned an evaluation will be performed and upon completion of the complaint investigation a supplemental and final report will be filed. The service history was reviewed, and no prior data was found. As this is a purchased finished device, a DHR was requested from the vendor, classis wire. The vendor response included only date of manufacture. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 62 complaints, regarding 62 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU advises the user to inspect the instrument to ensure it is in good physical condition and functions properly prior to each use. The IFU also advises the user to avoid lateral stresses to the instrument or device function may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.